Manufacturer narrative:
The reported event of noise on lead was confirmed. External insulation abrasion was noted at 12.9cm to 13.1cm from the connector pin] consistent with lead friction to the can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise on their atrial lead. The lead was explanted and replaced. The patient was stable.